Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy. It was noted that the patient also had a left ventricular assist device (lvad). Programming changes were discussed but not made. The patient condition was unknown.